Manufacturer narrative:
Approximate age of device -3 months (calculated from the date when the mobile power unit was issued to the patient). The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient experienced a no external power/l low power hazard event. This could be caused by the power cord of the mobile power unit (mpu) coming loose at the mpu or the wall outlet. During this event the controllers internal battery supplied power to the pump as designed. Log file analysis noted a no external power event on (B)(6) 2018. It was communicated that it it appears the patient disconnected from all power supply while changing power sources. During this time the controllers internal battery provided power to the pump. No further information was provided.

Manufacturer narrative:
Section a3, a4, d4, h4: additional information. Section d5: correction. Investigation conclusion: evaluation of the submitted log files confirmed no external power alarms while the patient was supported by the mobile power unit; however, a specific cause for this finding and a direct correlation to the patient¿s mpu could not be conclusively established. The controller event log file contained data from (B)(6) 2018 to (B)(6) 2018. A no external power event was captured on (B)(6) 2018 at 8:27 am. The event showed corresponding low power hazard alarms and appeared to be due to a loss of power to the mpu. The system continued to be supported by the backup battery during the event and there was no interruption to pump operation. The specific cause of the event could not be determined. On (B)(6) 2018 at 6:22 pm, a no external power alarm was observed when the controller was connected to battery power. This can be attributed to the user disconnecting both the power cables simultaneously. During the event the controller supported the pump at the set speed while being powered by the internal backup battery, as designed. The alarms cleared shortly after. The remainder of the file consisted of routine power source exchanges and the pump appeared to function as intended. The heartmate 3 lvas IFU and patient handbook describe all alarms (visual and audible) and what action should be performed when they do occur. This includes the no external power alarm. These documents also caution the patients to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.